Event description:
Pt presented with pain in the right temporo-mandibular joint. The pt was taken to surgery. Examination of the right fossa eminence prosthesis revealed a fracture. The fossa prosthesis was removed and a new one was implanted in its place.